Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 9 7754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient felt so great since they had the stimulation implanted that they went swimming. It was noted that the first time the patient went swimming two days ago they forgot their patient programmer and felt a little jolt in certain positions. Additional information has been requested, but it was not available as of the date of this report.